Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg blood collection tube experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "as I stated on the phone, it may be a label issue and not a tube issue. We were trying to determine the root cause and wondering if there was any new type of coating on the bd tubes. So far the new label we used today seems promising, with only one label lifting off of 52 tubes."

Manufacturer narrative:
H.6. Investigation: (B)(4) sample and no photos were received from the customer for catalog 367922, lot number 0316381. The visual evaluation of the sample does not confirm the presence of label lift. The label is adhered to the tube with no parts of it lifting from the tube side wall. (B)(4)retention samples were inspected with no label lift being identified. No changes have been made to the processes or equipment. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not observed in the customer sample and the retention samples.

Event description:
It was reported the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg blood collection tube experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "as I stated on the phone, it may be a label issue and not a tube issue. We were trying to determine the root cause and wondering if there was any new type of coating on the bd tubes. So far the new label we used today seems promising, with only one label lifting off of (B)(4) tubes."